Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings:investigation revealed that the display screen was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a dim faded screen. There is no reported adverse event with this complaint. This report is made based on the allegation of the display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.